Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x38mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent struts got lifted. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine.